Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. The philips field service engineer (fse) went onsite and identified that the host pc bmc failure and date, time was incorrect resets. The bmc is a specialized microcontroller in the pc. A bmc failure indicates that this microcontroller is not functioning correctly. The fse replaced host pc and hard disk. The defective host pc was returned to supplier for further analysis. The analysis confirmed the malfunction of host pc due to bmc failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.